Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and this crt-d has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, analysis results showed the device had evidence of lower than expected battery voltage, no battery failure was found and the hybrid current was normal during analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and this crt-d has been explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. This crt-d remains in service. No adverse patient effects were reported.